Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient developed exit block post-implant. The lead exhibited high and unstable thresholds. A lead revision was performed and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.